Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No frozen display or unexpected flashing display anomaly noted. The device had cracked case at display window corners and minor scratched display window.

Event description:
It was reported that the customer's insulin pump screen was freezing up and flashing. The customer also stated the buttons stopped working. Her blood glucose was 357 mg/dl, for which she delivered a bolus. No significant events leading up to the alarm were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).